Manufacturer narrative:
H10: for the 52 reported malfunctions, 52 lot numbers were provided, and lot history review was completed. All 52 samples were returned for evaluation, 3 of which were identified as lot samples. 2 malfunctions changed lot number. 2 malfunctions changed product number to ecp0122g . Of the 52 malfunctions, 24 malfunctions confirmed for foreign material and 28 devices identified foreign material. A root cause could not be determined. The devices are labeled for single use. H10: d4 lot number ( vtds0344, vtds0333, vtds0340, vtds0343). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifty-two malfunctions. A review of the reported information indicated that model ecp0110g. Biopsy instrument allegedly experienced foreign material present in device. These reports were received from various sources. All 52 malfunctions did not involve a patient with no reported patient contact. Of the reported patients, the patients age, weight and gender were not provided.

Manufacturer narrative:
For the 10 reported event, 52 lot number were provided, and lot history review. The sample were returned for evaluation. For the 10 reported event, foreign material were identified for 17 samples and 1 sample was inclusive because of the nature of the sample. Remaining samples are still investigating the issue at this time. The device is labeled for single use. Lot number (vtds0344, vtds0333, vtds0340, vtds0343).

Event description:
This report summarizes fifty-two malfunctions. A review of the reported information indicated that model ecp0110g. Biopsy instrument allegedly experienced foreign material present in device. These reports were received from various sources. All ten events did not involved a patient with no reported patient contact. Of the ten reported patient, the patients age, weight and gender were not provided.